Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent anterior colporrhaphy on an unknown date and suture was used. It was reported that the patient was symptomatic with recurrence and underwent re-intervention on an unknown date. It was also reported that the patient underwent trimming of non -absorbable suture exposure. The patient possibly experienced de novo dyspareunia. Additional information has been requested.